Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the display flashed on and off then went blank on the centrifugal controller. The device was not changed out. They continued case using the central control monitor (ccm) to control and monitor the controller. There was no effect to motor performance. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.